Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced continuous glucose monitoring (cgm) inaccuracies and a low event on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. Patient's mother called 911 when the patient was experiencing a low of 40mg/dl. The cgm was displaying 89mg/dl. The paramedics arrived to check the patient's blood glucose and administered sugar tabs. When the paramedics left, the patient's fingerstick was displaying 61mg/dl. At the time of contact, the patient was doing fine. No additional event or patient information was provided.